Event description:
The company was informed that the patient's implanted device has migrated to the postauricular incision site. The current position makes it difficult to keep the external equipment in place. Tested showed that the patient's device is functioning normally. Revision surgery to reposition the device will be scheduled.